Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep) who reported upon interrogating the implantable neurostimulator (ins), an error, invalid group, showed up on the programmer; group b was deleted. There were no factors that led to the issue. The rep reviewed past reports and the session report didn¿t show that brainsense was set up on group b left lead, but interleaving was showing on group b right lead. The rep programmed using group a only which resolved the issue. It was noted the data report was not available for the (B)(6) session where the issue occurred. Relevant medical history includes parkinson¿s disease.